Event description:
Health professional reported that there was an explanted device in their possession that needed to be returned. No additional information was provided. Further follow-up with the health professional noted "band/port removal due to epigastric pain."

Manufacturer narrative:
Taper ii. (B)(4). Visual examination of the returned device determined the access port tubing connector to be a taper ii. Pain is a surgical/physiological complication and analysis of the device generally does assist allergan in determining a probable cause for this event. Analysis of the shell/ring noted erosion and discoloration likely caused by acid degradation. The band tubing was broken with striations consistent with a surgical end cut to remove the device. Device labeling addresses the reported event of pain as follows: "there were additional occurrences of these events that were considered to be non-serious. Other adverse events considered related to lap-band system that occurred in fewer than 1% of subjects included: abdominal pain, dehydration, chest pain, incision pain, and port site pain."